Event description:
It was reported by the aci vascular closure specialist that a patient underwent a diagnostic peripheral procedure on (B)(6) 2013. Access was obtained at the common femoral artery. A pre-procedure femoral angiogram showed no presence of pvd/calcium present and the vessel size approximately 6mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 5f to close the access site. The device was prepped and the balloon was checked per the IFU. It was reported that the balloon lost pressure when it reached the tip of the sheath (1st stop). The device was removed and the physician upsized to a 6f sheath (model unknown). A mynxgrip vascular closure device 6f/7f was prepped and deployed successfully. Hemostasis was achieved. The patient was ambulated and discharged to home the same day with no reported clinical sequela. No further information is available.

Manufacturer narrative:
Visual inspection of the returned device at high magnification confirmed that the source of leak was a longitudinal tear in the balloon, approximately 5mm from the balloon proximal tip. Based on the information provided and the investigation performed, the root cause of the tear could not be determined. The review of the lhr (lot f1230301) indicated that the device lot met all established performance criteria prior to shipment.